Event description:
Field contact report from sjm states the following: "(B)(6) contacted technical services regarding a medium stiffness courier guidewire (B)(4). During implant of the device cd3231-40 (B)(4) in patient (B)(6) today the guidewire broke while trying to remove it from the body. The distal tip broke off and is being left inside the patient. The remainder of the guidewire was thrown away and will not be returned."